Event description:
It was reported that the cradle is unable to charge the handheld. When a known working charger was used, the handheld was able to load. The handheld, cables, charger, and flashcard were returned and product analysis was performed. During the analysis it was identified that the sync connector of the cradle was no longer soldered on the pcb. As a result the cradle was no longer able to supply power to the handheld. Once the sync connector was soldered on to the cradle pcb no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.